Event description:
It was reported that the pacemaker dependent patient experienced dizziness. Upon interrogation, low impedance leading to polarity switch and episodes of oversensing causing pacing inhibition were noted. Myopotential oversensing was suspected. The rv lead impedance had been trending low since the generator change-out and on the previous device. Programming changes were made. The patient¿s symptoms were resolved after reprogramming.